Event description:
It was reported approximately five days post implant, the right ventricle lead dislodged. Consequently, the patient underwent a subsequent procedure, and the lead was repositioned to the low septum with successful results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.